Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The error e433 is a known issue which is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). A deeper investigation of the generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: check the function of all devices used prior to a procedure. Additionally, according to the IFU, a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced generator was returned to the olympus service center. The generator was inspected and tested, no functional problem was found and no error were observed; only minor cosmetic scratches on the external housing. However, the error log confirmed the error e433 had been recorded in the fault log. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During an unspecified event, the high frequency electro-surgical generator reportedly has an error message, e433. No patient injury or harm was reported.